Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the customer worn the device while having an MRI. Troubleshooting was performed, and no damage to the drive support cap noted. Attempted to prime, but the insulin pump alarmed. It was also reported that the customer was sent to the emergency room with high blood glucose of 24.4mmol/l. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. Unable to confirm low battery or off no power alarms. The device failed the displacement test and alarmed motor error during rewind as a result of a motor encoder being out of phase. Unable to confirm the error due to overwritten history file. Further testing could not be performed due to the motor error alarm. The device was received with scratched screen, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.